Event description:
Info rec'd indicates the bed is drifting into reverse trendelenburg when weight is on the foot end of the bed.

Manufacturer narrative:
The tech found the trend cylinder was out of adjustment. The tech adjusted the trend cylinder to repair the bed.